Event description:
Serious injury involving one person. Pt saw dr on 11/7/96 complaining her left eye felt funny. Dr diagnosed corneal ulcer and treated with ocuflox. Lens model/water content: s/c 55%; lot # unk; eye involved: os/ refraction: myopia; duration of use (months): 2; number of days lens worn: 2; last visit to practitioner prior to symptoms: 9/24/96; lens care system used: chemical; disinfecting system used; homemade saline used: no; number of days worn between cleaning and disinfecting: 2; days between cleaning and symptoms: 2; days between symptoms and calling dr: 1; self-treatment by pt: pt went to urgent care center day before seeing dr and was given polytrim; hand washing before lens manipulation: unk; ulcer location 4:30 position; visual acuity before symptoms: 20/20; visual acuity after symptoms: 20/20; results of culture: none taken; results of corneal biopsy and/or scrapings: unk.